Event description:
According to the initial information received, a 6/8mm amplatzer duct occluder (ado) was chosen for the procedure and implanted. However, after the second aortogram the ado was found to have embolized to the right pulmonary artery. The ado was percutaneously removed with a 6f bioptome and a 10/12mm ado was implanted successfully. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
The 6/8mm ado was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. The 6/8mm ado was confirmed to meet specification upon return to aga medical; however, the results of this investigation are inconclusive since no additional information was received. The cause of this embolization remains unknown.

Event description:
In preparation for a band ligation procedure, the physician selected a cook endoscopy 6 shooter saeed multi-band ligator. When loading the barrel onto the endoscope (outside the pt), the blue hook separated from the loading catheter. This occurred when the loading catheter was being used to pull the trigger cord through the accessory channel of the endoscope. A different ligator was loaded onto the endoscope to perform the procedure. No medical or surgical intervention was performed in response to this occurrence. Several attempts were made in an attempt to collect add'l info regarding pt impact and product usage. The complainant did not specify if the pt experienced any adverse effects due to this event.